Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that non-sustained rv oversensing episodes were observed, suspected to be due to myopotential oversensing. Isometric testing and programming changes were recommended. Device remains implanted. No further information available.